Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to a high blood glucose on (B)(6) 2018. The customer reported an issue with an infusion set and found the cannula to be bent. The blood glucose value at the time of admission was 458 mg/dl. The customer treated for the high blood glucose level with a manual injection. The customer did not troubleshoot the issue. The customers current blood glucose level was unknown. The customer declined to troubleshoot for the high blood glucose level. The insulin pump and infusion set will not be returned for analysis.